Event description:
It was reported that the pt underwent a total hip arthroplasty in (B)(6) 2008. The pt experienced not severe pain and instability in the hip. A revision surgery has been scheduled for (B)(6) 2011.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in 07/2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that change this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on 07/02/2015. The devices were returned and the result of the visual examination has been made available. During the visual examination the durom acetabular component presented small patch of white third body particles on the porous coating, circumferential scratches on pole of articular surface and inner and outer edge deformities on rims b and e. Third body particles were observed on fixation scallop of durom acetabular component section bc. The metasul ldh large diameter head presented minor scratches in random orientation on the articulating surface. Deformation is present on the outer edge of the distal face of the metasul ldh head adapter. Scratches are present on the connective modular neck.